Event description:
Patient reported "implants that were implanted in me and which have been recalled because they are associated with a greater risk of developing anaplastic large cell lymphoma (lacg)".patient later reported "cyst" and "papilloma". Patient later reported "pain in the breast". Later healthcare professional reported "presents arthromyalgias, depression, anxiety, pain", and asia syndrome which are not device related and "inflammatory material is observed at the base" and "capsular contracture" baker grade unknown. This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "inflammatory material is observed at the base"; capsular contracture, baker grade unknown.